Manufacturer narrative:
Initial notification of event was (B)(6) 2016. Case was closed, but new information was received in (B)(6) causing the case to be reopened and an MDR generated. The new information was received on (B)(6) 2017. It was also stated by the reporter that the patient issue was resolved in a reasonable amount of time. This report was originally filed on (B)(6) 2017 on the test server. The account was approved and moved to the production server on (B)(6) 2017. I was informed to resubmit all previous files to the production server. Production account approval help desk ticket #(B)(4) notification of moving files to production account help desk ticket #(B)(4). Please find the original submission ((B)(6) 2017) from the test account attached.

Event description:
Initial report came in on (B)(6) 2016 as a voicemail: the voicemail stated; "we recently had a complaint about this product causing inflammation. I am calling to see how best to go about investigating this complaint." Original case was closed, but new information was received on the (B)(6) 2017 informing us of a reportable event. New information: patient developed endophthalmitis. The condition was treated with an injection of unknown medication. Patient issue was reported to have resolved in a reasonable amount of time.